Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the loose video connector resulting in flickering images was confirmed due to the fact that the lock on the video connector did not work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause for the frequent malfunction of image flickers, and the lock on the video connector did not work. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The inspection found that the lock of the video connector did not work. Additional findings were as follows: the video connector was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video connector was loose, resulting in flickering image often on the visera elite video system center during the procedure for a diagnostic laryngoscopy procedure. The object was visible when the image was not flickering. The procedure was completed using the same, with no delays. There were no reports of patient harm.